Event description:
It was reported via repair work order that the headend siderail was stuck in a down position due to a bent timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.